Manufacturer narrative:
Additional information e1(initial reporter): (B)(6); ECMO cordinator. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via the emergency support program line that the cs300 displayed a low vacuum alarm during use. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, component code, conclusion),h11 corrected fields:h3 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) reported a low vacuum alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, a ECMO coordinator, called requesting assistance for a low vacuum alarm in a cs300 during use. He reported the pump was in auto-mode, 1:1, with a heart rate in the upper 80s to low 90s. The engineer recommended replacing the cs300 with another pump and to send to biomed for service. He denied assistance with switching pumps. He appreciated the support provided and had no other questions.

Event description:
N/a.